Event description:
It was reported that (1) device was used during a laparoscopic gall bladder. It was reported by the affiliate that the 512sd can not be activated (will not arm). Another instrument was used to complete the case. There was no consequence to the patient.